Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a digestive surgery, while closing the mesanteric window, the thread was not tight, moreover, at the time of cutting the latter, it came completely undone. To resolve the issue, the surgeon used another suture without any issue. There was no patient injury.